Event description:
Related manufacturer report number: 2017865-2023-39021. It was reported that the patient presented for follow up with over-sensed noise on both the atrial and ventricular leads. Noise resulted in occasional pacing inhibition. Programming inventions were made to ventricular sensitivity. The patient was stable.